Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 59 mg/dl at the time of the incident. The customer stated that insulin dripped when they changed their site. The customer used food to treat. The customer experienced symptoms such as sweating and feeling weak. The customer was wearing the insulin pump during the incident. The customer stated that a bolus was delivered while they were sleeping. Troubleshooting was not completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.